Event description:
Customer reported via phone call that there is a motor error alarm. The blood glucose reading is 533 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime, alarm and excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tubecracked, bleeding lcd glass.